Event description:
It was reported that during device change-out for normal eri, fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The lead was explanted and replaced. The asymptomatic patient was in good condition post procedure and at follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 8.2-8.9cm from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 13.7-17.9cm from the distal tip. The etfe coating was intact at these locations.